Manufacturer narrative:
(B)(4).

Event description:
It was reported high impedances, greater than 10,000 ohms, were measured on the device. It was also reported the healthcare provider wanted to send the device back to the manufacturer for analysis. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).